Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn unknown) malfunctioned during patient use. Initially, the autopulse platform did not function on the scene (citing e2 and e7). The crew successfully placed the autopulse platform on the stretcher before placing the patient, and the platform was functioning properly. At some point during the call, the autopulse platform stopped functioning. The customer was unsure if the autopulse platform displayed any error codes at the time. No further information was provided regarding the details of the call. The patient's status information was requested, but the customer did not provide a response. The customer reported that the autopulse platform was removed and tested, and it appeared to be working correctly.